Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection was performed and noted that the male luer collar was cracked/broken. The reported condition was verified and the cause was attributed to error by the end user. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a crack was identified in a clearlink system solution set. The reporter stated that the propofol distal coupler on the tubing of the clearlink set cracked when performing patient assessment. There was no patient injury or medical intervention associated with this event. No additional information is available.